Event description:
Was implanted with mesh to repair hernia. Have experienced severe debilitating pain in groin ever since. Cannot sit or stand for long periods of time. Continuous pain management procedures to manage pain. Take 1200 mg of neurontin three times a day to help control pain. Doctors have diagnosed this as ilioinguinal neuralgia nerve entrapment from the mesh.